Event description:
Surface microdialysis to monitor hepatic metabolism in liver surgery. The aim of this study is to evaluate the safety and feasibility of monitoring liver metabolism using surface md during and after liver resection in patients with hepatic malignancies in 17 patients. 5-0 vicryl rapide (eth) was used to attached to the two surface md probes with a molecular weight cut-off membrane of 10 kda. Reported complications: 5-0 vicryl rapide (eth). Abdominal pain (n=1) treatment: not reported. Discomfort (n=2) treatment: not reported. Leakage of ascites grade 1 (n=12) treatment: not reported. Leakage of ascites grade 2 (n=2) treatment: not reported. Leakage of ascites grade 3 (n=2) treatment: not reported. In conclusion, surface md is a safe and feasible method to monitor liver metabolism postoperatively and may survey tumour metabolism in vivo. Biomarker trends can be monitored in vivo and may precede changes in systemic venous samples.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: hpb (oxford). 2025 jul;27(7):930-936. Doi: 10.1016/j.hpb.2025.03.451. Epub 2025 mar 21. Pmid: 40246626. Https://doi.org/10.1016/j.hpb.2025.03.451.